Manufacturer narrative:
Date sent to the FDA: 10/12/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2008 during which the surgeon noted that there was a mesh which had become displaced and was on the right side creating a mass. It was reported that the patient experienced severe pain, nausea and inflammation. The patient had a previous mesh implanted on (B)(6) 2001 and another mesh implanted on (B)(6) 2005 which is captured in a separate file. No additional information was provided.